Event description:
Procedure type: l. Anterior resection with side/side anastomosis. According to the reporter: the needle tip was found to be missing after the closing process. A x-ray photo was taken immediately after the procedure, and the missing needle tip was recognized inside the abdominal cavity. The broken needle tip was retrieved successfully. New packet of suture was used to complete this case. Operating room time was extended more than 30 minutes. There was no pt injury, no bleeding. Tissue damage is unk.

Manufacturer narrative:
(B)(4).